Manufacturer narrative:
(B)(4). The complaint was confirmed. Clinical evaluation of the image received verified the plate break. The device history record was unable to be performed as the catalog and lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. Per the clinical evaluator, the root cause or probable root cause is micromotion from the delayed or non-union of bone caused fatigue failure of the plate. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial surgery where a pilon plate was implanted. Subsequently, about two months later a revision surgery occurred due to the plate got fractured, new fixation was provided. All available information has been provided.